Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse ran qc reproducibility and carry over and obtained good results. The fse verified instrument operations; results meet published performance specifications. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc., (bci) regarding patient results generated by the coulter act diff 2 analyzer that did not match results obtained at the hospital. It is unknown what parameters were affected or the exact date the erroneous results were generated. Erroneous results were reported outside the lab. The patient specimen was sent to a reference lab and there was no change to patient treatment.